Event description:
Medtronic received information that after implant of this annuloplasty ring in the tricuspid position, the device demonstrated good performance. Six hours after the implant, while in the intensive care unit, bleeding was observed (2,000 cc) and the patient was brought into surgery for urgent sternotomy where doctors found a tear of the ventricle. Subsequently, the patient died prior to repairing the tear. It was reported by the doctor that the device was not directly related to the death, but rather implant technique. The documented cause of death was tear of the ventricle. The device will not be returned, as it remains within the patient.

Manufacturer narrative:
Product analysis: the device will not be returned. There was no report of a device malfunction that could have caused or contributed. Based on the available information, user error likely caused the patients death. Device history review is pending. Upon completion, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
The device was not returned for analysis as it was not explanted from the patient. A conclusive cause of the reported tear in the ventricle six hours post implant and subsequent patient death could not be determined. However, it was reported by the doctor that the device was not directly related to the patient¿s death, but rather implant technique. A review of the device history record showed that this device met all manufacturing specifications for product released to distribution. There were no non-conformances noted that would have impacted this event. Quality assurance will continue to monitor trends. (B)(4).